Manufacturer narrative:
This follow-up MDR correction is being filed to note that the initial MDR 2112667-2016-01047 filed on 06/01/2016 was filed in error. It was a duplicate for MDR 2112667-2016-01044 which had been filed on 05/31/2016.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The drive gas check valve was replaced. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on (B)(6) 2015. The recall classification number is z-0677-2016 through z-0682-2016. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The drive gas check valve was replaced.

Event description:
The hospital reported that, during a case, pressure in the breathing circuit was higher than expected. There was no reported patient injury.